Event description:
It was reported that the patient received incorrect catheters, and they caused bleeding, painful insertion and withdrawal. Troubleshooting was not performed. No medical intervention or patient impact reported.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The reported event is addressed within the labeling as it state: warnings this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Precautions do not use device if package is opened or damaged. Inspect the catheter before use. Do not use the device if damaged. Adverse reactions urinary tract infection. Bleeding from the urethra. Irritation of the urethra. Instructions for use review the self-catheterization procedure with a healthcare professional. Always wash hands prior to use. Open the catheter package by gripping the white "v" notch and tearing downwards until insertion sleeve is fully exposed. If desired, use the adhesive label on the back of the package to hang the package on a nearby dry vertical surface while preparing to catheterize. Clean the opening to the urethra ¿ and the surrounding area. Wipe from front to back to avoid fecal contamination. Wash your hands again. Hold the insertion sleeve with your dominant hand and squeeze it to grip the catheter shaft as you remove the catheter from the pack. Next, hold the catheter funnel above the insertion sleeve with your other hand and slide the insertion sleeve down the shaft, stopping at about 6¿ from the tip. Release the funnel. Using the insertion sleeve to hold the catheter firmly, gently pass the tip of the catheter into your urethra until the insertion sleeve nears the meatus. Repeat until urine starts to flow. Note: if you are using a coudé tip catheter, the raised notch on the catheter funnel will indicate the orientation in which the tip curves upward. Ensure that the coudé indicator notch is facing upwards during insertion. Keep the catheter steady until urine stops flowing. When urine stops flowing, slowly withdraw the catheter, stopping if flow starts again, until the last few drops have drained. Check the color, odor and clarity of the urine. Any changes may need to be reported to a health care professional. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient received incorrect catheters, and they caused bleeding, painful insertion and withdrawal. Troubleshooting was not performed. No medical intervention or patient impact reported. No additional information provided.